Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/03/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no loss of prime warnings; however, multiple replace battery alarms were observed. During testing, the pump powered on and immediately emitted a cs 128 replace battery alarm. Adequate investigation of the loss of prime complaint could not be completed due to the alarm. Further investigation revealed that the u17 processor on the printed circuit board had failed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).